Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a coronary interventional procedure. Reportedly, a cuff miss occurred. Manual arterial compression and a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number correction - lot number changed from 21003j1 to 30416k1. The device was returned for evaluation. Inspection of the returned device revealed that both cuffs successfully captured the needles and the rail suture end was cut with the device cutter. This is indicative of successful needle deployment and suture retrieval; therefore, the reported cuff miss could not confirmed. Based on visual and functional analysis of the returned device, the probable cause was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.